Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit shut off during case and would not turn back on.